Event description:
It was reported that when using the bd pyxis¿ medbank tower, unable to issue medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) witnessed the customer successfully enter the validation code '86870'. The customer confirmed that user was able to proceed with issuing the item after entering the code provided by the pharmacy. The system functioned as intended after the customer resolved the issue.